Manufacturer narrative:
(B)(4). Batch # p57x9n. Investigation summary: the analysis results that one psee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the patient need hospitalization or had hospitalization prolonged due to a product problem? No. Did the patient have any serious damage? No.

Event description:
It was reported that it was not possible to place a second recharge, because when removing the first one, it was left in the recharge channel its lower metal part. Preventing the placement of another recharge. That is, the recharge broke when it was removed, leaving the device unable to fire again. There were no patient consequences reported.